Manufacturer narrative:
(B) (4).

Event description:
In (B) (6) 2007, the pt wanted the pump to be explanted because her pain level had become worse since the pump was implanted. The pt intentionally missed her pump refill in (B) (6) because she did not want to return to her current physician. The pump started alarming in the middle of (B) (6). The pt wanted to know if saline could be put into the pump instead of morphine. She stated that "she weaned herself off of the pump." The pt's physician confirmed that the pt had missed her refill appointment. The physician was unaware that the pt wanted the pump removed and noted that they would accommodate the pt if the pt contacted them. In early (B) (6) 2007, the pt had gone thru withdrawal. The pt stated, "I think I need to put saline in my pump. I have terrible pain over my pump and down my leg." The pt had been to the ER, but they were unable to help her. In late (B) (6) 2007, the pt still hadn't found a physician to remove her pump. The pt had severe pain over the pump; the pain shot down her right leg causing numbness and pain. The pt believed that she may have an allergic reaction; she had a rash all over. The pump was still alarming. The pt also stated while crying "I am going to die because of this pump - no one will take it out." The pt again noted that she intentionally went through withdrawal months back. She also reported that she was constantly gagging and believed that she was rejecting the pump due to the rash all over her body/face and blisters over her tongue. She had been to 5 ers without help. The pt would not travel to the implanting physician to have the pump explanted. According to the physician's office, the pt wanted narcotic mediation. In mid (B) (6) 2007, the pump had been dry for 2 months and the pt still wanted it removed. A neurosurgeon was willing to remove it; however, he did not want to cause "a massive spinal fluid leak because of all the calcification at the catheter tip." In late (B) (6) 2007, the pt reported "rash on face, puss on face, eyes, mouth since implant" and itching at the catheter incisions beginning in 2005; "I scratch until it bleeds." The pt stated, "my doctor has been told and doesn't care at all. He tells me everything is fine. The pump has never helped me. I've asked him to remove my pump, but he refuses." The pt was at home and her status was reported to be "fair." In mid (B) (6) 2010, the pt had a csf leak. The pt stated, "I need a surgeon to take the tubing out of my body because of spinal leaks and other problems. The pump itself is out." As of late (B) (6) 2010, the pt was still having problems and had or would have surgery to fix the problem. Additional info has been requested. A follow-up report will be sent if additional info becomes available.